Manufacturer narrative:
(B)(4). The customer reported that the ac power module power connection inlet had pulled out. The ac power module was replaced under warranty which resolved the failure. As of 10/26/2010, there have been no further calls from this customer site regarding this issue.

Event description:
The customer reported that the ac power module power connection inlet had pulled out.